Manufacturer narrative:
Section b4: corrected date of this report

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the north florida server was not processing the available messages, the maximum queue sized was reached. A technical support specialist restarted the inbound processing service to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, new orders were not crossing, and all stations were in critical override. The customer mentioned that there was a patient involvement, and they had to override to pull the meds because of the delay. There were no adverse events or injuries reported based on this event.